Event description:
The treating eye care practitioner reported pt experienced severe pain and watery discharge, right eye, associated with wear of o2optix contact lenses & use of clear care lens care solution. Daily wear & care schedule with monthly lens replacement reported. Diagnosis of bacterial corneal ulcer; located mid-peripheral at 6 o'clock, with anterior chamber reaction. Treatment consisted of antibiotic drops qx2 hrs. Event resolved with no reduction in visual acuity. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Eval of the returned complaint sample is underway by mfg. If any abnormality is found, a f/u report will be provided.